Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose level of 30 to 60 mg/dl. The customer indicated that the buttons are hard to press on the pump and sometimes cannot be pressed at all. Customer also mentioned that they went to the emergency room twice in the last 2 weeks. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.